Event description:
The clinician reports the implant was inserted (B)(6) 2017 in fdi 15. Implant surface not completely covered with bone and sinus augmentation. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with fair oral hygiene, bruxism and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis. No further patient complications were reported.